Manufacturer narrative:
The insulin pump was received with a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that the insulin pump alarmed drive count/time values or changes incorrect for moving or coasting too slow or too fast. The customer's blood glucose was unknown at the time of incident. The customer was able to clear the alarm but not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.